Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. Customer blood glucose value was 33.3mmol/l at the time of the incident. The customer reported that they changed the infusion set and reservoir and corrected with the insulin pump. The customer had high ketones, they only gave her water. The customer don't know how high ketone was there. Troubleshooting was performed for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer also received bolus not delivered alarm. Device will not be returned for the analysis.